Manufacturer narrative:
Device was used for treatment, not diagnosis. Exact date if event is unknown. This report is for unknown blade/unknown lot number. Implant date: sometime in (B)(6) of 2014. Without a lot number the device history record review and the investigation could not be completed; no. Conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: implant: unknown date in june 2014. (B)(4). Unknown as no part or lot numbers were provided for this complainant part. Explant: unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the blade of the nail came out the nail slot completely. This complaint involves 2 unknown parts. This report is 2 of 2 for com-(B)(4).